Event description:
The lead was returned and analyzed and subsequently tested out of specification. A lawsuit alleged that the patient suffered physical and other injury as a result of the recalled lead, and that the patient "experienced inappropriate and/or excessive shocking, fracture or other injury requiring medical intervention." No further patient complications were reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) distal conductor fractured, outer tubing overlay melted, blood/body fluid on outer tubing overlay, and blood noted on helix mechanism; full lead returned and analyzed.